Manufacturer narrative:
(B)(4). Method: the complaint rt225 ventilator adaptor was received for investigation. The adaptor was visually examined. Results: visual inspection of the returned adaptor revealed that there was gross physical damage in the form of cuts and stretching of the clear short tube. This damage may have occurred as the customer attempted to remove the tubing. Due to the amount of damage to the tube we were unable to determine what had caused the problem reported by the customer. Conclusion: the ventilator adaptor is supplied with the pvc tube and disposable vent adaptor pre-assembled. Depending on the ventilator being used, a user may only require the disposable vent adaptor and would then need to remove the pvc tubing. The customer had reported that they were unable to remove the adaptor from the tubing.

Event description:
A hospital in (B)(6) reported that they were unable to remove the neonatal disposable vent adaptor from the tubing when they assembled an rt225 infant bias flow breathing circuit.